Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis was completed, the results were added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed continuity and hipot test, indicating intact conductors and no electrical shorts between them. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm the reported allegations of loss of capture and high capture thresholds, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The perforation and surgery allegations could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient was rushed to the emergency room (ER) as this right ventricular lead had perforated the heart wall. Thus, the lead was repositioned. A few days later, the patient came back to the ER as the lead had once again perforated the heart wall. These perforations were confirmed with a computerized tomography scan, the patient also showed increased capture threshold measurements, loss of capture and chest pain. Finally, this lead was explanted and replaced with a non-bsc lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that the patient was rushed to the emergency room (ER) as this right ventricular lead had perforated the heart wall. Thus, the lead was repositioned. A few days later, the patient came back to the ER as the lead had once again perforated the heart wall. These perforations were confirmed with a computerized tomography scan, the patient also showed increased capture threshold measurements, loss of capture and chest pain. Finally, this lead was explanted and replaced with a non-bsc lead. This lead was returned for analysis. No additional adverse patient effects were reported.